Event description:
Additional information received reported that the patient was seen on (B)(6) 2013. The patient had lost his programmer so was reprogrammed by a representative and given a new programmer. The patient was happy.

Event description:
It was reported that the patient¿s device is sticking out and he has constant irritation and it hurts. It was further reported that the device is not doing what it is supposed to be doing. It was noted that the patient had been experiencing this since implant but it was getting annoying. It was further noted that the device was sticking out ¿like a sore thumb¿ and the old device could not be seen.

Manufacturer narrative:
Product ID 7496, serial# (B)(4), implanted: 1991-(B)(6), product type extension product ID 7 434-e, serial# (B)(4), implanted: 2001-(B)(6), product type programmer, patient product ID 3586, serial# (B)(4), implanted: 1991-(B)(6), product type lead product ID 37744, serial# (B)(4), (B)(4).